Event description:
Health issues started to arise 1.5 - 2 years after implanted. Health severely declined had horrible autoimmune responses. About 50-60 symptoms. Had to stop all supplements due to explant surgery scheduled in 2 weeks.